Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/06/2025, a sales representative reported via email that the tip of the ar-18700-29 driver shaft broke off in the head of the ar-18714v-06 val screw as the surgeon was advancing it into the ar-18714p-21 hook plate. The broken pieces were retrieved from the patient. The ar-18700-29 driver shaft was being used with the jeweler's knob handle ar-18700h. The surgeon wanted to replace the screw, but the only way to remove it was to cut the tines off the ar-18714p-21 hook plate, remove each tine from the patient, and rotate the plate counterclockwise to back out the locking screw. The case was completed, and no further details were provided. This was discovered during an orif middle phalanx fracture procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 05/27/2025.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-18714p-21 hook plate was received for investigation. Visual evaluation of the returned device noted the full device was not returned, only two fragments of the device were received. It was noted that the surface of the plate had scratches and damage. Further visual inspection noted an ar-18714v-06 va locking screw was stuck inside one of the holes of the plate and the ar-18714v-06 va locking screw had the fragment of a driver shaft stuck within the head of the device. Dimensional inspection was conducted in accordance with drawing c9530, and the plate thickness was measured with a caliper and found to be .030 which is in tolerance of the specified .030 ± .002. (Refer to dimension results for details.) Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear of the concomitant device as the ar-18700-29 driver shaft was manufactured 08-oct-2019.

Event description:
Additional information was received on 06/03/2025: the broken shaft tip of the ar-18700-29 driver shaft was found inside the head of the ar-18714v-06 val screw that was removed. It remains uncertain whether the screw head became stripped due to the issue, as the driver tip was lodged inside. The tines of the ar-18714p-21 hook plate were successfully cut without complications, and no unplanned incisions resulted from the incident. No x-rays or photos were taken to document the event. There was no reported case delay, and no additional anesthesia was required. The patient's health status is stable, with no adverse effects observed during or after surgery.

Manufacturer narrative:
Additional information: b5, h3, h6.